Event description:
It was reported that occlusion alarms occurred. Despite these alarms, there was no adverse impact on the customer's blood glucose level, as their levels did not exceed 500 mg/dl or register as high on their continuous glucose monitor. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin delivery, and administered a bolus; however, when the occlusion alarm recurred, they switched to a backup insulin pump for continued insulin delivery.